Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unspecified patient event involving a device.

Manufacturer narrative:
File found to be a duplicate to pr318159.

Event description:
It was reported that at 2323 the rn initiated the device to infuse an unspecified medication at a rate of 20.8ml/hr. For the duration of 24/hr. The on coming day shift rn who assumed care of the patient, validated the rate of infusion at the beginning of the shift. Upon completion of the infusion, when the rn asked the pharmacy for a new bag, pharmacy informed the rn that the infusion should have lasted for the duration of 24 hours. There was no patient harm.